Event description:
It was reported that during a follow-up, an episode of ventricular fibrillation due to oversensing was observed. Furthermore during lead revision, externalized conductors between the coils and near the sleeve were visible. The lead was explanted and replaced. The patient was in good condition post-procedure.

Manufacturer narrative:
External insulation abrasions were noted at 34.0-35.0cm and 34.5 to 35.5cm from the distal tip, consistent with lead friction to another device or feature of the heart. Internal insulation abrasion was noted at 26.5-27.5cm from the distal tip. The etfe coating was intact at these locations. Externalized conductors due to internal insulation abrasion were noted at 9.1-13.3cm from the distal tip. The sensing conductor etfe coating was abraded at 11.0-12.0cm from the distal tip. This is consistent with the observation from the field of oversensing.